Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad nurse practioner that the pt called from home due to having intermittent red heart and continuous tone alarms. The pt was admitted to the hosp and placed on pneumatic support using a stroke volume limiter (svl) and drive console. Wave forms and vent filters were sent to the MFR for analysis, however, no issues were identified with pump function upon evaluation.

Manufacturer narrative:
The nurse practitioner stated that, the pt eventually experienced chronic driveline infection, some bleeding from trach, and that the physician had stated that the pt began to have total body failure; i.e, liver and kidney failure. The pump was not explanted upon requested of the pt's family; therefore, further evaluation on the pump cannot be performed. No further info is available at this time.